Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the arms, back, full abdomen (inner and distal), flanks and submental areas and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated arms, back, full abdomen (inner and distal), flanks and submental areas on (B)(6) 2020 with coolsculpting and developed paradoxical adipose hyperplasia. Diagnosed on (B)(6) 2022 with pah by medical doctor.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, d1, g3, h6. According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilatation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. It appears to be more related to the individual response. A supplemental report will be submitted if and when additional information is obtained. The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated arms, back, full abdomen, flanks and submental areas on (B)(6) 2020 with coolsculpting and developed paradoxical adipose hyperplasia. Patient also reported muscle weakness that resolved solved after 3 days and presyncope episode with no injury after treatment.